Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found the patient notifier was not observed to vibrate.

Event description:
This report is to advise of an event observed during analysis.